Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2024. D4: batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number a9dm6r, and no non-conformances were identified. Additional information was requested and the following was obtained: it was reported that during the surgery, could not fire without motor sound. Another device was used to continue the surgery. Surgeon suspects it was battery issue. There was no patient consequence reported. No additional information can be provided.

Event description:
It was reported that during the unk surgery, could not fire without motor sound. Another device was used to continue the surgery. Our customer suspect it was battery issue. There was no patient consequence reported. No additional information can be provided.